Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿white color¿ and ¿vascular compression or vascular occlusion¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings ¿ juvéderm vollure¿ xc injectable gel must not be injected into blood vessels. Introduction of the product into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers; for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and, possibly, evaluation by an appropriate health care professional specialist, should an intravascular injection occur (see health care professional instructions #13). Adverse events: per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible injection site responses after injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, discoloration. Health care professional instructions after insertion of the needle, and just before injection, the plunger rod should be withdrawn slightly to aspirate and verify the needle is not intravascular. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection.1 (see warnings section.)

Event description:
Healthcare professional reported after injection in the nasolabial folds and cheeks with one syringe of juvéderm vollure¿ xc, and concomitantly with one syringe of juvéderm voluma® xc the patient experienced ¿white color around the injection,¿ and what appeared to be ¿vascular compression or vascular occlusion¿ starting immediately after the injection in the right nasolabial fold to the tip of the nose. Symptoms were also noted as above the injection site. Patient has been provided "hylenex, medrol dosepak, asprin, & antibiotics" the same day as injection. The symptoms resolved twelve days after injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00900 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.